Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in belgium receiving intrathecal compounded baclofen (concentration, dose, lot unknown) in simple continuous mode via an implantable infusion pump. Indication for use was not provided. The patient experienced increased spasms since pump replacement on (B)(6) 2015. The patient reported the increased spasms on (B)(6) 2015 at which time the patient was given lioresal 30mg. The pump dose was increased on (B)(6) 2015. On (B)(6) 2015 a single bolus was programmed which resulted in improvement of the spasms. An x-ray was performed (B)(6) 2015 and they were unable to follow the catheter to the bony spinal canal. There was a possible disconnection of catheter at the pump. The pump dose was again increased on (B)(6) 2016. The infusion mode was changed to flex mode on (B)(6) 2016 and then back to simple continuous mode the same day. The event had resulted in an unscheduled clinic or office visit. The event was considered possibly related to the device or therapy and possibly related to the implant procedure. The clinical event outcome was ongo ing as of (B)(6) 2016. Should additional information be received, a follow-up will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via psr (product surveillance registry). At the time of the event, the pump was delivering baclofen 1000 ug/ml at 230 ug/day and the patient was also taking baclofen (lioresal) 20 mg every day. Additionally, it was reported the pump was delivering ¿4 ampul lioresal it (10mg/5ml), lot number s0006¿ and ¿drug in the pump¿ was listed as ¿lior esal-baclofen-compounded¿. These were being clarified. On (B)(6) 2016, the baclofen dose was increased. On (B)(6) 2016, the catheter was explanted and replaced. The event was resolved without sequelae on (B)(6) 2016.

Event description:
On (B)(6) 2016 the study site had confirmed that the drug was compounded baclofen and the serial number was unknown. Further on (B)(6) 2016 the patient's medical history was reported which included chronic depression, alcohol abuse, tobacco abuse, cervical discectomy c5-c6, c6-c7 with fusion using trabecular metal cages.